Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified and 90% stenosed right coronary artery. A balance middleweight (bmw) elite ii guide wire was advanced to the lesion and an intravascular ultrasound (ivus) was used. When attempting to remove the ivus catheter, there was strong resistance with the guide wire and ivus catheter at the tip of the guiding catheter. The ivus catheter was removed and then the bmw guide wire was removed and a non-abbott guide wire was advanced. Ivus was performed again with a non-abbott guide wire without resistance. The procedure was successfully completed with a non-abbott guide wire and a non-abbott drug eluting stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide cath: access; other electrical: opticross. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.